Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, an initial interrogation was successful, but measured data could not be obtained. A subsequent interro- gation attempt could not be performed. ECG and magnet application demonstrated a rate of 78 ppm. Measured data taken on may 18, 2006, was 2.76 v with a magnet rate of 98.6 ppm.